Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232045494); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline could not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 9mm and a 5mm neck diameter located on the right internal carotid artery (ica) c4 segment. The landing zone was 4.9mm distally and 5.1mm proximally. The access vessel was the right femoral artery. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and the pru level dapt was administered for 6 days preoperatively. The angiographic result post procedure showed good results with contrast stagnation within the aneurysm. It was reported that he distal end of the pipeline flow-diverting stent was damaged and could not be opened. The pipeline was not used for an indication that was not approved off-label. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom microcatheter, 5f navien guide catheter, 8f cook sheath.